Event description:
It was reported that a balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). The 5.0 x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was advanced. During the first inflation after approximately 1 minute, the middle part of the balloon ruptured at 12 atm, in the form of a pinhole. The device was removed, and the procedure was completed with another of the same device. There were no patient complications, and the patient status was good.